Event description:
Information was received from a patient regarding an external device to an implantable pump infusing dilaudid and fentanyl for spinal pain indications. It was reported that while on the call, the patient also mentioned the handset would lag at 90%. The agent reviewed data but did not delete the data while on the call due to issue with handset reported and would be replacing the handset.

Manufacturer narrative:
Continuation of d10: product ID a820, serial #: unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.